Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The name of the device entered into describe event or problem and brand name was corrected to: freestyle precision neo.

Event description:
Customer reported that she was unable to test her blood glucose due to her adc freestyle precision neo blood glucose monitor not powering on with button press or battery replacement. Customer further reported that 4.5 hours after the meter did not turn on, she started sweating and felt sick. Customer presented at the hospital and was treated with insulin (route of administration not indicated). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was visually inspected and no issues were observed. The meter did power on with button depression and with strip insertion. Data was successfully downloaded using the usb cable. A blank screen was not observed. The complaint is not confirmed.

Event description:
Customer reported that she was unable to test her blood glucose due to her adc freestyle precision neo blood glucose monitor not powering on with button press or battery replacement. Customer further reported that 4.5 hours after the meter did not turn on, she started sweating and felt sick. Customer presented at the hospital and was treated with insulin (route of administration not indicated). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that she was unable to test her blood glucose due to her adc freestyle optium neo blood glucose monitor not powering on with button press or battery replacement. Customer further reported that 4.5 hours after the meter did not turn on, she started sweating and felt sick. Customer presented at the hospital and was treated with insulin (route of administration not indicated). There was no report of death or permanent impairment associated with this event.